Event description:
According to the reporter, the needle was broken during procedure. The procedure was completed with another device. No adverse events reported.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned products noted five needles and one suture. One of the needles was noted to be broken at the tip. One of the needles was observed to be attached to the suture. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Unfortunately because no sealed samples were received, a bend moment test could not be performed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.